Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) began compressions and stopped showing the user advisory 17 (max motor on time exceeded during active operation) was confirmed during the functional testing and archive data review. The root cause of the reported complaint was a drive train motor failure. The archive data review indicated multiple ua17 around the reported event date, confirming the reported complaint. The motor was on for too long during active operation. Autopulse did not reach the target depth within the specified time. The autopulse platform passed the preliminary functional test without fault or error. Although the reported complaint was not reproduced during the preliminary functional test, an intermittent functioning of the drive train motor cannot be ruled out. Therefore, the root cause of the reported complaint was a drive train motor failure. The drive train needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During testing by biomed, the autopulse platform (sn (B)(6) began compressions and stopped showing the user advisory 17 (max motor on time exceeded during active operation) in less than a minute. Biomed restarted the platform, but the ua persisted. No patient involvement.